Manufacturer narrative:
Additional concomitant medical products and therapy dates:lisinopril 10mg/ 1x a day - 5 yrsavandia 4mg/ 2x a day - 5 yrsmetformin 500mg/ 2x a day - 5 yrspotassium 20mg/ 1x a day - 5 yrsferrous sulfate 325mg/ 1x a d - 5 yrsaspirin 81mg/ 1x a day - 5 yrsfurosemidie 40mg/ 1x a day - 5 yrssingulair 5mg/ 1x a day - 5 yrsflovent 110mg/ 2 puffs a day - 4 yrsalbuterol 8.5mg/as needed - 5 yrsspiriva 1x a day - 5 yrs

Event description:
Customer reports back to back testing on the same meter using the advantage system with results of 107 mg/dl and 223 mg/dl. No controls were run. No adverse event reported. A request was made for the return of the suspect product and replacement was sent.